Manufacturer narrative:
Continuation of d10: 5076-45 lead implant date: on (B)(6) 2007, 694765 lead implant date: on (B)(6) 2007, 429888 lead implant date: on (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) changeout procedure, the right atrial (ra) lead could not be removed from the crt-d header despite multiple attempts with the wrench to unscrew the set screw. Finally, the wrench engaged, and the set screw was completely removed; however, the lead remained stuck in the header. An ra lead was not necessary for the patient, so the lead was cut to free it from the device and was partially explanted and not replaced. It was further reported that the right ventricular (rv) lead had an insulation breach and there was ¿old¿ blood in the lead. The lead was capped and replaced. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.